Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was reported to have experienced a battery communication time out; battery and a depleted system failure. There were no adverse events reported.

Manufacturer narrative:
H3: one medfusion pump was received with no notice of external damage. The event history log was reviewed and there was a battery communication error. Startup test, battery reading check and battery power flow tests were conducted. The reported battery issue was unable to confirmed. The battery was replaced as a preventative measure.